Event description:
Patient presented to the physician with an infection at the neck incision site. Physician prescribed antibiotics.

Event description:
The patient returned to the physician with ongoing drainage and infection at the neck incision site. A wound culture was obtained and tested positive for pseudomonas species. Despite a course of additional antibiotics, there was no improvement. On examination, the physician noted wound dehiscence with exposure of the stimulation lead. Due to the infection and hardware exposure, the patient was taken into the or, and the entire inspire system was explanted.